Event description:
Customer reported a 20 meq kcl secondary infusion was hung to run over 2 hours at 25cc/hr. A short time later, the nurse noted the secondary container to unexpectedly be more than 1/2 empty. Patient required repeat lab work and EKG. Although requested, no further patient/event information was provided.

Manufacturer narrative:
The product was received, investigation is not complete. A follow up report will be submitted with any new relevant information.